Event description:
Hamilton-g5 mechanical ventilator malfunctioned causing patient to hyperventilate following expiratory valve change by respiratory therapist (rt). Patient arterial blood gas (abg) was critically changed within an hour. Patient responded well to change of vents. Hamilton-g5 mechanical ventilator was moved to biomed.